Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps where the home patient was connected during setup (at connect bags/open clamps). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide instructs the user to verify that the patient line is properly primed and to follow instructions for repriming if the fluid level is not near the connector, and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for when and how to connect to the disposable set, warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, and warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen can cause air to be delivered to your peritoneal cavity and may result in iipv. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was connected to the patient line during setup of peritoneal dialysis therapy (at connect bags/open clamps). The technical service representative assisted with ending therapy and advised restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.